Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary vein using pod4s. During the procedure, while attempting to reposition a pod4 through a lantern delivery microcatheter (lantern), the pod4 unintentionally detached inside the lantern. Therefore, the physician removed the lantern containing the detached pod4 from the patient and completed the procedure using other coils and the same lantern. There was no report of an adverse effect to the patient.